Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6), 2011, due to an ongoing infection that could not be resolved. The patient was reimplanted (B)(6), 2011.

Manufacturer narrative:
(B)(4)